Event description:
It was reported that patient faced infusion sets not working on (B)(6) 2026. The patient experienced high blood glucose levels and received treatment with bolus and changed the infusion set.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.